Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm transcatheter bioprosthetic valve within a surgical valve, balloon aortic valvuloplasty (bav) was performed after the transcatheter bioprosthetic valve was implanted. The bav was done to achieve the lowest gradient possible. During the bav, the bioprosthetic valve dislodged upward to more shallow position of the previous surgical valve and caused severe paravalvular leak (pvl). This required another 23 mm transcatheter bioprosthetic valve implant. This second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.